Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent fully deployed and expanded. The delivery system was returned in position 2. The tip showed evidence of electrocautery. An electrical test was performed to verify the continuity between the radio frequency (rf) connector and the distal rf electrode, and no issues were noted. Functional inspection was performed by connecting the device to the erbe electrosurgical generator, and bubbles were seen in the saline solution, which is evidence that the tip was working properly. The reported event of stent first flange difficult to position cannot be confirmed as this occurred during the procedure, and it is not possible to replicate in the laboratory of analysis. The reported event of cautery delivers energy intermittently cannot be confirmed as no issues were noted and the tip was working properly. Based on the available information, there is not enough information to confirm the reported event of stent first flange difficult to position and cautery delivers energy intermittently; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the pancreas during an endoscopic ultrasound (eus)-guided pancreatic pseudocyst drainage procedure performed on (B)(6) 2023. During the procedure, the axios cautery did not work and blanching of the tissue was noted. The stent was also attempted to be deployed without confirmation if a puncture was made and the stent first flange deployed at the duodenum. The procedure was completed using another axios stent. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Imdrf device code a1502 captures the reportable event of stent first flange difficult to position.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the pancreas during an endoscopic ultrasound (eus)-guided pancreatic pseudocyst drainage procedure performed on (B)(6) 2023. During the procedure, the axios cautery did not work and blanching of the tissue was noted. The stent was also attempted to be deployed without confirmation if a puncture was made and the stent first flange deployed at the duodenum. The procedure was completed using another axios stent. There were no patient complications as a result of this event.